Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. The reason for the adverse event has been attributed to use error (patient not using cartridge per IFU). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging random (occlusion) issue. The reporter stated that the patient had a blood glucose (bg) of 18mmol/l with polydipsia, nausea and vomiting. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the patient is not using the cartridge per IFU. This report is being made due to the bg excursion the patient experienced due to training misuse.

Manufacturer narrative:
Follow-up #1: date of submission: 12/21/2016. Additional information: a retain sample from this cartridge lot could not be pulled. The cartridge lot had an expiration date of 07/2014.